Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "pump failure" was confirmed during product evaluation. The quality engineer assigned failure code 570:320:844:000, found in the event history, to be the as determined problem. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.03.00. A service history review revealed no previous service events were related to the reported condition. However, during previous service, the batteries and harness were replaced.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "pump failure"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.